Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and the cause was unknown. The patient was hospitalized when diagnosed with the peritonitis event. The treatment for the peritonitis included unspecified intraperitoneal antibiotics (dosage and frequency not reported). Twenty-seven days after hospitalization began, that treatment was discontinued along with the pd therapy. That same day, the treatment was switched to unspecified intravenous antibiotics (dosage and frequency not reported). The hospitalization was reported to be ongoing. The pd catheter was still in place but was not in use. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.